Manufacturer narrative:
Product ID 8598 lot# (B)(4)implanted: (B)(6)2005 explanted: (B)(6)2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the inability to aspirate was not determined. It was reported that the catheter was old and had a suture around it. The patient's weight was unknown. It was reported that the pump was discarded because it was replaced due to age. It was reported that the catheter was still implanted and working. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8709, lot# l78688, implanted: (B)(6) 2000, product type catheter. Product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 8598, serial/lot #: (B)(4), ubd: 16-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient receiving bupivacaine 5mg/ml for a total dose of 1.4mg/day and morphine 10mg/ml for a total dose of 2.8mg/day via an implantable pump for non-malignant pain. It was reported there was a catheter intraoperative difficulty. It was noted there was connection issues. The rep stated they were doing a pump replacement today ((B)(6) 2018) and were unable to aspirate from the catheter and the attachment of the 8709 was "jerry rigged", so they cut off the proximal piece and added the 8578. The rep inquired about a safety check, air in the 8578, and priming considerations. No medical symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.